Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "b temp error. A getinge service technician was on site to repair the affected rotaflow on (B)(6) 2021. The technician replaced the 70101.7188 battery pack with fuse, which has not been replaced since the installation of the rotaflow in 2013. After the replacement the rotaflow is working as intended. The most probable root cause has been determined as the lifetime of the battery was due (battery has never been replaced since 2013). The review of the non-conformities has been performed on (B)(4) 2021 for the period of 2013-05-27 to 2021-06-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The product in question was produced in (B)(6) 2013. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use (instructions for use / 4.2 / en / 13; chapter 3.3.4 battery operation): check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the rotaflow displays the error message b temp. No patient has been involved when the failure occurred. Complaint ID: (B)(4).